Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for greater than 100 colony forming unit (cfu) of pseudomonas aeruginosa, stenotrophomonas maltophilia, acinetobacter sp, achromobacter sp, escherichia coli and serratia marcescens. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for one (1) colony forming unit of staphylocoques coagulase. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the channels and flushes out the air/water channel, auxiliary washing channel, and balloon channel. During manual cleaning, the customer used aniosyme x3 detergent and kit scopclean infineed brush to brushes the operating channel, the suction pistons/cylinders, the operating channel port, and balloon channel. The customer did not manually disinfect the scope. For automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored in a plasmatyphoon dryer and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: distal end cap cover -- - scratch. Bending section rubber glue --- worn out. - coil pipe plate --- deformed. - key top 1 --- unclear indication. - up down knob --- angulation --- less or specified value. Biopsy channel --- wear and tear (replacement as preventive maintenance). However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected and the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.